Event description:
A home pt contacted baxter's technical service center during dwell 2/4 of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per inital report, baxter's technical service center assisted the home pt in ending therapy early. Follow up with the home pt's primary care nurse revealed that the home pt notified their of the homechoice set before initiating therapy. No pt injury or medical intervention was associated with this incident, per the home pt's primary care nurse.